Event description:
This is the second of two reports from the same office using the same device on two separate patients. Dental office staff called to find out why two of their patients had swollen lips after the use of this product. When asked how the gdpg was used she stated that they did not use any isolation and the gel was left on the patient. She stated they did not rinse it off. She said that both patients had a little tingly feeling when they left, but their lips were very swollen the next morning. The patients took benadryl and were prescribed a steroid. They were also prescribed a mouth wash that contains decadron and an antihistamine. The dentist suspects they have had an allergic reaction. They have tried to follow up with both patients but have not received any response. She said that they assume that no news is good news. Reference mfg report # 9610902-2013-00115.